Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding your complaint that alleges flu a & b kit copan floq swabs expired when using bd kit flu a+b 30 test physician veritor (mn# 256045), batch number 1805589. Bd quality performs a systematic approach to investigate flu a & b kit copan floq swabs expired complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Returned product testing could not be completed as samples are expired. There are no current trends against flu a & b kit copan floq swabs expired material. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that the swabs in the flu with kit flu a+b 30 test physician veritor expired 2 months prior to the kit expiration date. The following information was provided by the initial reporter: customer alleges that her flu a & b kit copan floq swabs expires 2 months earlier than the kit expiration date. The copan floq swabs lot# is 1805589 expire: 07/21. The flu a & b kit lot # is 0010283 expire 12/29/22.

Manufacturer narrative:
Medical device lot #: 1805589 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the swabs in the flu with kit flu a+b 30 test physician veritor expired 2 months prior to the kit expiration date. The following information was provided by the initial reporter: customer alleges that her flu a & b kit copan floq swabs expires 2 months earlier than the kit expiration date. The copan floq swabs lot# is 1805589, expire: 07/21. The flu a & b kit lot # is 0010283, expire 12/29/22.